Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function/low o2. The key failure is the power switch is defective. Update: the key failure is the on/off control panel power switch is defective.